Event description:
Consumer reported the heating pad overheated and burned her daughter on the leg. Consumer did not seek medical attention for injury. Burns of this nature are often the result of leaning against the pad itself, which is contrary to proper use instructions.